Event description:
In (B)(6) of last year, I switched from a medtronic pump to the tandem t-slim pump for my type 1 diabetes control. The infusion set I use is that t:set version. At least three times since I have started using this pump the catheter on the infusion set gets crimped after insertion. This causes insulin to not deliver correctly. Since the infusion set appears to be inserted properly from the outside, there is no way to tell the catheter is bent or crimped. I learned each time after experiencing blood sugars in the 480-580 ranges. What doesn't make sense is that when you insert the infusion set, the needle is longer than the catheter. When I remove the needle, it is not bent or showing any signs of snagging. I am not sure how the catheter can become bent underneath my skin, though. This never happened in the 13 years prior when using medtronic pumps. Most recent example happened on (B)(6). I woke at 3:30 am and checked my blood glucose. It was 457. I gave the necessary insulin to correct this (11.23 units) and went back to sleep. When I woke at 8:00 am, my blood glucose was 408. Again, I gave insulin to correct this (9.6 units) as I was on my way out the door to make an appointment. When I arrived home at 10:30 am, my blood glucose was 480. At this time, I removed my infusion set and noticed the catheter was bent.